Manufacturer narrative:
There was no button error alarm. However, the unit had an intermittent button response due to corroded keypad traces. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker.(B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated he was playing baseball while wearing the device. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.